Event description:
The event reported as: incoming inspection alleged issue: package torn at inspection. No pt injury reported.

Manufacturer narrative:
A visual inspection of the product was performed. From the picture it was observed, package torn. No other defects were observed. A device history record (DHR) review did not show any issues related to this complaint. Assessment was conducted and no changes required. Although, from the picture it was observed that (package torn at inspection), the complaint cannot be confirmed and a conclusive root cause can not be determined since the sample was not available. However, the MFR will continue to trend relating complaints.